Event description:
It was reported that in january 2006, the patient fell and hit her head behind the implant site. Since february 2006, she has not been able to hear as well as normal, the sound is quieter and is accompanied by a hissing. In the morning, the sound can be normal but as the day goes on, the sound becomes quieter or disappears totally. The external equipment has been exchanged but with no improvement. Testing showed 6 channels have high impedance, and are unstable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.